Event description:
It was reported that the ventricular lead exhibited a sensing anomaly. The lead was capped. There were no patient complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.